Event description:
Gyrus acmi was notified that after a total laparoscopic hysterectomy procedure, the patient had post-op rebleeds and needed to be rehospitalized. Per the surgeon the halo malfunctioned during the initial procedure. During a 3 port total laparoscopic hysterectomy procedure multiple regrasp errors and jaws not opening occurred. Surgeon used colpotomy with spatula and closed with enostich. Patient was readmitted 7 days later for pain and found to have 8x6 pelvic hematoma. She was taken to operating room for cuff opened and clot evacuated. No puss was found. Went home feeling much better now doing great.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.